Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a power supply problem with the device. There was no patient harm.

Manufacturer narrative:
The rental device company sent an biomedical technician to the account to determine if there was an issue with the hospital power outlet. It was reported there was not a problem with the power outlets, and replacement of the power supply resolved the reported issue.

Event description:
The customer reported a power supply problem with the device. There was no patient harm.